Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included adenomyosis, uterine fibroid, ovarian cyst and pelvic adhesions. In (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fungal infection ("infection (other) describe: yeast"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain"), back pain ("severe back pain"), hypersensitivity ("allergic reactions") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy (tlh) / salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, migraine, nausea, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010 & jun-2009 diagnostic results: (B)(6)2016: surgical pathology: source: 1: fallopian tube, tubal ligation 2: fallopian tube, tubal ligation 3: uterus +/- tubes/ovaries, except neoplastic or prolapse final diagnosis: 1) ¿left fallopian tube", salpingectomy: - fallopian tube without specific histologic abnormality 2) "right fallopian tube", salpingectomy: - fallopian tube without specific histologic abnormality 3) "uterus and cervix", robotic assisted multiport laparoscopic hysterectomy: - leiomyomata - adenomyosis - proliferative endometrium - cervix without specific histologic abnormality clinical history: history: uterine fibroid menorrhagia procedure: robotic assisted multiport lap. Hysterectomy gross description: 1) part 1 is received in formalin labeled "left fallopian tube". It consists of a segment of fallopian tube with fimbriated end. The specimen measures 5.6 cm in length and 0.6 cm in diameter. Sectioning reveals a pinpoint lumen. Sections are placed in a cassette labeled 1. 2) part 2 is received in formalin labeled "right fallopian tube". The specimen consists of a fallopian tube with a fimbriated end. The specimen measures 7.2 cm in length and 0.6 cm in diameter. Sectioning reveals a pinpoint lumen. Sections are placed in a cassette labeled 2. 3) part 3 is received in formalin labeled "uterus and cervix". The specimen consists of a uterus that is received in 2 fragments. One fragment is the cervix with the lower uterine segment and another fragment is a portion of uterus with only partially serosal coverage. The entire specimen weighs 389 g. The uterine fragment is irregular and measures 14 x 12 x 5.2 cm. The serosal surface is somewhat irregular. This tissue fragment is sectioned and reveals a uterine cavity with hemorrhagic material that measures 4.5 x 2.8 cm. The endometrium measures 0.2 cm in thickness and the myometrial wall is hard to measure in thickness due to poor orientation of the specimen. Sectioning reveals 2 nodules that are well delineated; the largest nodule measures 7 cm in greatest dimensions. They are soft but do not show evidence of necrosis or hemorrhage. The separate fragment of cervix with a portion of the uterus and the endocervical canal measure 9 x 6 x 4 cm. The external cervical os of a slit-like and measures 1.4 cm. The mucosal the ectocervix is without lesions. This fragment is opened and reveals an unremarkable endocervical canal and squamocolumnar junction most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, uti, yeast infection, migraines / headaches, nausea, dysmenorrhea, vaginal discharge, hair loss & device monitoring procedure not performed were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain"), back pain ("severe back pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy for relief from her essure related symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain and hypersensitivity had resolved. The reporter considered abdominal pain lower, back pain, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.